Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable of the patient electronic system.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. External visual inspection of the returned material revealed physical damage to power extension cable in the form of frayed and exposed wires. No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. A known working test power extension cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with the test cable with the power supply connected directly to it. Unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.